Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding & av malformations are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported events cannot be conclusively determined; however, clinical factors that may have contributed to the reported event are the continuous, non-pulsatile flow of the pump, anticoagulant therapy, and the patient's past medical history. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that this patient experienced gastrointestinal (gi) bleeding several weeks post lvad implantation. The patient went for capsule and upper endoscopy. Upper endoscopy results confirmed arterio-venous malformations (avm's) in the upper bowel. The sites were clipped and cauterized. Inr was 4.5 with the first evidence of bleeding. Discharged to inpatient rehab now. The last report received from the clinical specialist indicates that though the bleeding sources were located and treated, the patient continues to actively bleed.